Event description:
It was reported that during a monarch bronchoscopy procedure the physician was adjusting the scope towards target of nodule and the patients heart rate (hr) began to decline and the physician aborted the case. The patient then went into asystole and required emergent conversion and chest compressions. Once the patient regained a pulse the were transported the intensive care unit (ICU) where the patient coded again and was being sent to the cardiac cath lab. The physician stated that the adverse events are not attributed to the monarch system.

Manufacturer narrative:
In a follow up call the respiratory therapist informed the account manager that the patient had passed 3-days after the procedure. The raspatory therapist reaffirmed the monarch system did not cause or contribute to the patients decrease in hr or subsequent death. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by auris health, inc., or its employees that the report constitutes an admission that the product, auris health, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.